Event description:
The user facility reported that prior to a patient procedure their hexavue custom room rack was "crashing". No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the sound card was not operating properly. To resolve the issue, the technician replaced the sound card. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.